Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's. The patient has alleged visualization of particles. There was no report of harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Correction to the previously reported information: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a dreamstation auto CPAP. The manufacturer received information from the patient alleging visualization of particles. Medical intervention was not specified. The dreamstation auto CPAP was returned to the third party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that visible foam particles were observed. Additionally, during the service of the device, damaged buttoms on upper enclosure was found. In addition, the device was corrected. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. The device information has been corrected in this report. This product is listed under the scope of recall. In this report, box d, h has been updated/corrected.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a dreamstation auto CPAP devices. The patient has alleged visualization of particles. There was no report of harm or injury. No medical intervention was required by the patient. The device was returned to the third-party service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. During the evaluation, the damaged bottoms on upper enclosure was observed. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The devices' downloaded logs were reviewed. There was one error found. The third-party service center concludes that they confirm the customers allegation and there were a visible foam degradation and the unit got corrected.